Event description:
It was reported that the patient's 30 cc axillary intra-aortic balloon pump (iabp) stopped pumping. The registered nurse (rn) heard the alarm notifying her that the iabp had not been pumping for 3 minutes, there had not been any alarms that would cause the iabp to turnoff. After turning the iabp back on, rn reviewed the alarm history to verify that there had been no alarms. The iabp was plugged in to a red outlet and had no issues up until that point. As a result, the staff switched the patient to a different iabp. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iabp stopped pumping is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the patient's 30 cc axillary intra-aortic balloon pump (iabp) stopped pumping. The registered nurse (rn) heard the alarm notifying her that the iabp had not been pumping for 3 minutes, there had not been any alarms that would cause the iabp to turnoff. After turning the iabp back on, rn reviewed the alarm history to verify that there had been no alarms. The iabp was plugged in to a red outlet and had no issues up until that point. As a result, the staff switched the patient to a different iabp. There was no report of patient complication or serious injury and death.